Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a patient on impella cp support due to acute myocardial infarction and cardiogenic shock. During implantation, a .018 wire was inserted into the pigtail, but as the pigtail was being backed out, the wire slipped back. The physician advanced the wire, but it was suspicious of being behind the papillary. The pigtail was fully removed and the impella cp backloaded onto the .018 wire and advanced into place. However, immediately it could be seen that the device was in the papillary. The .018 wire was removed and the impella cp was gently pulled back, but popped into the aorta. The physician attempted to advance the device without a wire but it would not cross. It was decided to remove the impella cp. The staff also noted that the patient did not have doppler pulses in the left foot and a lack of doppler pulses indicates limb ischemia.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.